Event description:
It was reported there were removal difficulties post dilatation of ave expandable stent (off-label use). Catheter balloon appeared to get stuck in the stent (not in 6fr. Sheath) post dilatation of left iliac vessel. Inflating and deflating the balloon again loosened the balloon from the stent and the catheter was removed and repladed with a 7x4 (same make) to continue the procedure. The second catheter used had same difficulties as first catheter used, however, the second catheter was removed and the case was considered complete with no further complications being reported.